Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "patient received a star total ankle approximately 10 years ago. Patient started experiencing medical pain and was brought in for a poly exchange and gutter clean out . Star poly was removed by the surgeon. Surgeon examined the poly and determined that it was a 7mm poly and trialed and replaced with a new 7mm poly".